Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03 feb 217. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device was broken/damaged, the plunger won't move. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was broken/damaged, the plunger won't move. There was no patient involvement.

Event description:
The customer reported that the device was broken/damaged, the plunger won't move. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, and lower housing. Gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 03 feb 217. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was damage/broken of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #fi-2017-0015 for gripper.